Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead displayed high thresholds and there was a sudden jump in atrial impedance from 800 ohms to >9,999 ohms in both unipolar and bipolar configurations. In addition, there was no capture after the impedance rise. A lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.